Manufacturer narrative:
Summary of the investigation: during the in-clinic follow-up performed on (B)(6) 2024 the real time ventricular sensing test (during arm movements) showed oversensing and non-physiological signals (noise oversensing/non physiological signal) on ventricular channel. The origin of these simultaneous non-physiological signals is unknown. It may be located at lead level but cannot be confirmed with certainty. Based on the available data and the fact that the subject lead was not returned for analysis, remains implanted, the most probable hypothesis is a lead insulation issue (insulation breach). A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, during in clinic-follow-up noise was observed on the ventricular egm channel during arm movements.

Event description:
Reportedly, during in clinic-follow-up noise was observed on the ventricular egm channel during arm movements.